Event description:
It was reported that the patient obtained several elevated blood glucose readings despite appropriate bolus doses given. The patient reported the following readings: (B)(6) 2011 10:00 pm = 275 mg/dl. (B)(6) 2011 12:30 am = 356 mg/dl, 10:00 am = 256 mg/dl, 6:00 pm = 353 mg/dl, 11:00 pm = 475 mg/dl, 11:30 pm = 495 mg/dl. (B)(6) 2011 1:05 am = 466 mg/dl, 1:30 am = 500 mg/dl, 476 mg/dl. During this time period, the patient experienced no symptoms of high or low blood glucose levels, and she did not seek any medical attention or treatment. The patient noted that she had run out of insulin, and was injecting the humalog insulin from a pen into the insulin vial before filling the pump's cartridge. Troubleshooting revealed all pump settings, programming, date/time setting and basal settings were correct, all total basal/bolus doses given corrected matched those programmed, and there were no issues with the infusion set. It was also determined there was scar tissue and a hard bump at the infusion site. The patient's technique was incorrect by mixing insulin from a pen into the vial for use in the pump, and there was evidence of scar tissue at the infusion site. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.